Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant of the implantable cardioverter defibrillator (ICD) system the right ventricular (rv) lead triggered an alert for high undefined defibrillation impedance. The lead remains in use. No patient complications have been reported as a result of this event.